Event description:
Boston scientific received information that this atrial lead was to be revised as it had exhibited oversensing which led to mode switching in the pacemaker. In addition, greater than 2500 ohms was detected while implanted. This was revealed through the analysis of the device's memory. No adverse patient effects were reported. The lead was surgically abandoned when the pacemaker was replaced.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.